Event description:
The manufacturer received information alleging that the "sheath on the root of a power cord, which was on the device side, tore and the inside wire was exposed. It was a state like some water was splashed onto it and it was burnt." There was no harm or injury reported. There is no further information at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.